Manufacturer narrative:
Investigation is ongoing.

Event description:
A patient reportedly sustained second degree burns on her right arm after a mr exam. The patient was undergoing a pelvic scan using the body array coil. After the exam, the patient complained that her arm felt hot but declined any treatment. A few days later, the customer returned to the site with second degree burns on her arm. The ge field engineer (fe) has reported that the patient's arms were on her breast during the exam. The fe also has informed us that the customer did not pad the patient to prevent skin contact. The pulse sequence and durations used during the exam were as follows: loc-15sec., fgr-13sec., frfse-xl-4:27min., fse-xl-2:59min., frfse-xl-2:43min., frfse-xl-5:11min., frfse-xl-4:25min., frfse-xl-5:23min., frfse-xl-4:44min., frfse-xl-5:09min., sar values are: sar 0.2; peak sar .5.